Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a seizure and poor patch adhesion on (B)(6) 2014. Patient stated cgm alerted her of a low but was unable to hear alerts because she was wearing headphones while listening to loud music. Patient then had a seizure, lost consciousness and the paramedics were called. Patient vomited in ambulance and was given glucagon. Patient remained in the hospital for multiple days and was administered steroids. At the time of contact with dexcom technical support patient was tired.